Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was unknown mg/dl. The customer stated that he have a back up plan. The patient has not treated for high blood glucose. The troubleshooting was performed. The customer also reported that he had no delivery alarm. The customer was advised that the insulin pump is working as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.